Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient was hospitalized with a blood glucose level over 500 mg/dl with symptoms of dizziness. The patient was treated with insulin via injection. The reporter stated that the pump did not have the correct time. Troubleshooting determined that the pump was not maintaining time correctly when powered off and the battery was removed. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump¿s time appeared to be incorrect.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2019 with the following findings: a review of the black box showed the dates in the total daily dose history were incongruent. The daily insulin delivery totals appeared inconsistent due to date changes. The black box showed multiple instances of the time and date resetting to default following a power on reset event. The incongruent dates in the total daily dose history were due to a time/date reset. The pump time and date was set. After exercising the pump, the battery was removed. The pump was left without power for 6 hours. When the pump powered on it had returned to the default time and date. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Unrelated to the original complaint, the battery compartment was cracked, and the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.